Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of high-pressure alarm during pump operation. Functional testing was unable to replicate the reported issue; the occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The root cause was determined to be a possible defective downstream sensor or cassette product. The device was returned unrepaired per customer request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a frequent high-pressure alarm. There was no patient harm.